Event description:
It was reported a patient experienced ¿heart stopped¿ coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Treatment was not reported. The patient was hospitalized prior to the event. It was reported pd therapy was ongoing from the time of hospital admission for approximately 2-3 days until the patient¿s heart stopped. The patient was then switched to hemodialysis (hd) for approximately 2 weeks, and then pd therapy was restarted. The cause of the heart stopping was unknown. The outcome of the heart stopped event was not reported. Additional information was requested but is unavailable. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).